Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the wbc dispenser was generating micro bubbles. The fse replaced the dispenser, which eliminated the micro bubbles. The fse also found that triple pinch valve vl53 was broken. The fse replaced the valve to resolve the issue. The beckman coulter internal identifier for this event is (B)(4).

Event description:
While troubleshooting the coulter lh 750 hematology analyzer the field service engineer (fse) found the white blood cell (wbc) dispenser was creating micro bubbles and that triple pinch valve vl53 was broken. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.